Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he discovered that the batteries in the battery module were not fully charged and were not charging on the centrifugal system. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the batteries in the centrifugal system and returned the suspect batteries to the manufacturer for further evaluation. The reported complaint was confirmed by laboratory evaluation. One of the returned batteries does not meet manufacturers specifications. Ther battery was not able to be measured as the positive terminal had been broken off and there is visible corrosion. This damage would not allow the battery to charge. The undamaged battery measured 12.6 volts direct current (d/c) with 140 siemens. These are typical and passing reading for a partially discharged battery. The batteries were last replaced on (B)(4) 2012 and were within their service life at the time of the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.